Manufacturer narrative:
The reported complaint of diagnostic issue and marker anomaly was confirmed. The pdf report and merlin log suggest that the dr system was programmed to ddi mode. Therefore, the displayed markers in the rhythm strip were consistent with the operating mode.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial leadless pacemaker (lp) exhibited diagnostic issue, marker anomaly and sensing issue of unstable p waves. Programming changes were made. There were no patient consequences.